Event description:
The customer returned the gynecologic laparoscope, an olympus asset, with no reported complaint. During device evaluation, a dent in the outer tube and a chipped light guide bundle were observed. The service report technician indicated that the most probable cause of the outer tube dent was component failure of the rigid tube, and the most probable cause of the chipped light guide bundle was component failure of the light guide bundle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: outer tube dent was caused by a component failure of the rigid tube, light guide bundle was chipped was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.